Event description:
It was reported that patient underwent explant procedure due the device sticking out of patients back. Burning sensation was also noted. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020. Block d6b: explant date: 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7121437. UDI: (B)(4).

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Block b3: exact date unknown, event occurred in (B)(6) 2020. Block d6b: explant date: 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced a burning sensation and noted that the device was sticking out of the back. The patient underwent and explant procedure. No further information can be obtained.